Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the high 40 mg/dl range.. The patient treated with milk, apple sauce, and graham crackers. Troubleshooting for the low blood glucose did not occur. The insulin pump was not returned or replaced.